Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event is being submitted due to customer receiving treatment related to her diabetes while at the doctor's office. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: (B)(6): user had an inaccurate reference: lab results: the end user is comparing results obtained from trividias's bgm system to the results from the laboratory. Note 1: manufacturer contacted customer in a follow-up call on (B)(6) 2025 to ensure the customer's condition had improved - able to establish contact with customer who stated she did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Note 2: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 131, 144 and 142 mg/dl. The customer does not know their expected blood glucose test result range. Customer reported feeling sweaty at the time of the call. Customer stated on the day of the call she had gone that morning to a regular visit with her cardiac doctor. Customer's blood glucose test result using the doctor's device had been 75 mg/dl fasting. Customer had been sweating at the time. Customer had orange juice to drink when at the doctor's office. During the call, a back to back blood test was not performed by the customer. Customer stated she stores the product in her purse. The test strip lot manufacturer¿s expiration date is 02/27/2027 and open vial date is 1-2 weeks ago. The meter memory was reviewed for previous test result history: result 1: 131, mg/dl date: (B)(6) 2025, time: 8:51am non-fasting. Result 2: 144, mg/dl date: (B)(6) 2025, time: 8:45am non-fasting. Result 3: 142 mg/dl, date: (B)(6) 2025, time: 8:44am non-fasting. Result 4: 78, mg/dl date: (B)(6) 2025, time: 7:14am fasting. Result 5: 86 mg/dl, date: (B)(6) 2025, time: 7:13am fasting. Result 6: 68, mg/dl date: (B)(6) 2025, time: 6:50am fasting.